Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they alleged insulin pump was under delivering. Customer stated they were experiencing high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. Customer was using auto mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.